Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 2906101. Sbdm analyze the fm to be "protector" which is a component that is injected in the same area as chamber. House sample inspection: sbdm inspected 30 pcs from lots 2905292, 2906101 and 2906111, no abnormality observed. DHR review: sbdm review the manufacturing record for lot 2906101, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is no similar issue of the same product from other customer. Root cause: from investigations, the fm is "protector" which is a component that is injected in the same area as chamber. The likely cause is that the protector component got into the chamber on the inspection table by mistake of inspector which are inspected in the same area. The inspector could not find the protector inside of the chamber and the complaint chamber supplied in the assembly machine. As per korean standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 (200 mesh), there is little possibility that foreign matter can flow into human body. H3 other text : see h.10.

Event description:
It was reported that foreign matter occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "in the chamber, there is a fm like plastic tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "in the chamber, there is a fm like plastic tube."